Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, weight of the device was within specification, crease fold, wear abrasion, and missing piece of shell. A microscopic analysis was performed which identified a crease(sharp) on radius side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is a crease(sharp) on radius side due to fold flaw opening. The reason for reoperation was rupture and gel bleed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and "gel bleed." Device was explanted.